Event description:
Allegedly, loosening - socket/lysis - stem/lysis - socket/wear of acetabular component side: r. Revision njr: 4080719. Gender: f. Explanted: femoral stem, acetabular cup, modular head, acetabular cement.